Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations was able to reproduce/confirm the reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are few variables which can influence pitch cable failure. A review of the instrument log for the permanent cautery hook (pch) (part# 470183-14/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the permanent cautery hook (pch) was last used on (B)(6) 2022 via system (B)(4) for a malignant hysterectomy procedure. The alleged event occurred on the 8th use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: failure analysis found the permanent cautery spatula instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the permanent cautery hook (pch) instrument was unable to move and the wire at the tip was broken although there was no excessive movement or external shock applied to the instrument. Because it was in the process of grabbing and sealing, there was a delay in the operation and the patient suffered a delay in anesthesia and operation time. A backup instrument of same kind was used. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient harm, adverse outcome, or injury.